Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred with an unknown transfer set, which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis occurred during pd therapy, when a hole was noted in the transfer set and had leaked all over the patient¿s bed. The peritonitis was manifested by cloudy effluent. Subsequently the patient was hospitalized for peritonitis on the following day after the event onset. That same day, the patient started treatment with intraperitoneal ancef for four days (dose and frequency not reported) and on an unknown date the same month as onset, the patient started oral viox 600 mg twice daily for peritonitis. Dianeal therapy remained ongoing. Four days after admission, the patient was discharged from the hospital. At the time of this report, the patient remains on viox and is recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.